Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The investigation is pending additional information requested of the field.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had two inappropriate shocks. The patient was laying on her left side when she received the shocks. The shocks were a result of a change in signal amplitude, which the device inappropriately sensed. The s-ICD was deactivated and the patient was referred to another facility for follow-up. Additional information was provided that the patient had their lvad removed and since then the patient was getting inappropriately shocked when she would lay on her left side due to change in signal amplitude. Ts discussed possible movement of the device and recommended x-rays to confirm current placement from implant placement. The patient was re-screened and passed in primary and secondary sensing vectors. Alternate sensing vector did not pass because there is a different morphology from laying to standing. Attempts to reproduce by having patient lay on her left side was difficult because the patient experiences pain when laying on her left side. Noise was observed with can manipulation. This morphology was different than the treated episodes where amplitude decreased. The patient believes her device may have rotated. Smart pass analysis was performed to see if the issue could be mitigated by using the filter. Through analysis, it was determined that using smart pass on would be more effective that smart pass off. In the reproduced captured ecgs, the secondary vector does appear much lower in amplitude in comparison to the primary. Engineering discussed a change in vector to primary may be a good idea considering the amplitude gained within this patient. Enabling smart pass may provide additional help with primary sensing vector as well.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately one month later, the s-ICD system was explanted. No additional adverse patient effects were reported.